Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module stand still. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a turbine module failure (turbine module has stopped, o2 is delivered instead). Identification of issue has been done by analyzing problem description, device's logs, return information note (rin) and attached photos. There was no patient harm. Based on technician statement, during the planned inspection, the device passed all tests. However, in the device's logs technical error codes indicating a turbine module failure (turbine module has stopped, o2 is delivered instead) were found indicating a defective turbine. The turbine module generates compressed air and delivers air to the inspiratory gas. The device will switch to 100% o2 supply when the failure occurs, if no o2 supply is connected, the fault will lead to stop of ventilation. It is worth to mention that on 9th july, 2021 blower inlet test with error code = 2 failed, which indicates blower resistance is too high (>3.30 cmh2o/l/s). This tests failed multiple times until the inspection day. These could be the first signs of a faulty turbine. The device will switch to 100% o2 supply when the failure occurs, if no o2 supply is connected, the fault will lead to stop of ventilation. The defective turbine was returned for investigation. According to received return information note when the defective part was tested in reference ventilator, pre-use check failed on the internal test with message: 'the air inlet is blocked'. Attached log files indicate turbine failure. The cause of the reported turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The coil segments outer diameter relaxes over time after forming, but coils used during the summer of 2020 were assembled within a few days after production and had little time to relax. This lead to a larger gap when mounted together and a lower adhesion force, and further to slight back-and-forth movements of the coil segment during use with broken wires as a result. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The turbine in servo-air device involved in this complaint was manufactured before the improved turbine was implemented. The correction of fields #h4 device manufacture date, #h8 usage of device and #d4 unique identifier (UDI) # was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/13/2020. Corrected manufacture date: 10/07/2020. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse. #d4 unique identifier (UDI) # previous unique identifier (UDI) #: (B)(4). Corrected unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating a turbine module failure (turbine module has stopped, o2 is delivered instead). Identification of issue has been done by analyzing problem description, device's logs, return information note (rin) and attached photos. There was no patient harm. Based on technician statement, during the planned inspection, the device passed all tests. However, in the device's logs, te64 and te69 were found indicating a defective turbine. The turbine module generates compressed air and delivers air to the inspiratory gas. The device will switch to 100% o2 supply when the failure occurs, if no o2 supply is connected, the fault will lead to stop of ventilation. It is worth to mention that on (B)(6) 2021 blower inlet test with error code = 2 failed, which indicates blower resistance is too high (>3.30 cmh2o/l/s). This tests failed multiple times until the inspection day. These could be the first signs of a faulty turbine. The device will switch to 100% o2 supply when the failure occurs, if no o2 supply is connected, the fault will lead to stop of ventilation. The defective turbine was returned for investigation. According to received return information note when the defective part was tested in reference ventilator, pre-use check failed on the internal test with message: 'the air inlet is blocked'. Attached log files indicate turbine failure. The cause of the reported turbine issue has been determined. Further investigation performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The coil segments outer diameter relaxes over time after forming, but coils used during the summer of 2020 were assembled within a few days after production and had little time to relax. This lead to a larger gap when mounted together and a lower adhesion force, and further to slight back-and-forth movements of the coil segment during use with broken wires as a result. The production process of the turbine has been revised to ensure that this will not happen again. The improved turbine has been implemented in the production line of new servo-air devices and as spare part. The turbine in servo-air device involved in this complaint was manufactured before the improved turbine was implemented.

Event description:
Manufacturer's ref. #:(B)(4).